Event description:
The customer observed high bias results for troponin ultra (tni-ultra) quality control (qc) when using reagent lot 089 during lot to lot correlation. The qc failed the site's acceptable limits. The customer rejected lot 089 and is using lot 090. Patient samples were run and did not show a clinical significance during the lot to lot correlation. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the troponin ultra high bias qc results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00318 on january 05, 2015. The customer is using lot 090 and does not require further action. The instrument is performing according to specifications. No further evaluation of the device is required. Siemens conducted a multi-lot study with tni-ultra consisting of bio-rad controls and normal patient samples with reagent kit lots ending in 087 through 091 on the advia centaur systems. (B)(4). Performance of the bio-rad liquichek cardiac markers plus controls is under review and updates may be required in the future.

Manufacturer narrative:
The cause for the high bias troponin ultra qc with lot 089 is unknown. The customer is using lot 090. Siemens healthcare diagnostics is investigating. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."